Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 07/19/2025. It was clarified that on (B)(6) 2025, the patient reported a discrepancy between cgm and bg meter readings. The cgm displayed a glucose level of 400 mg/dl, while the bg meter showed 25 mg/dl. The patient described feeling as though he was ¿almost passing out¿ during the event. The patient noted that when his glucose levels drop, his wife typically alerts him and administers sweets orally to help raise his blood sugar. There was no documentation of medical intervention associated with this event. The patient was reported to be ¿fine¿ at the time of the report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported a significant discrepancy between cgm and bg meter readings. The cgm displayed a glucose level of 400 mg/dl, while the bg meter showed a reading of 25 mg/dl. The patient reported ¿almost passing out¿ during the event. There was no documentation of treatment or medical intervention. At the time of the report, the patient stated they were ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.